Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted and not replaced and the patient has died (per the hospital to patient tracking). Per our field rep, this patient's system was removed due to infection. He was not aware that the patient had expired. An obituary search provided that this patient expired on (B)(6) 2015. We do not know when the system was removed for infection and if it had anything to do with the patient's death or what the patient expired from. Requests were made to the hospital's patient records department for the explant date, but those requests have not been answered.